Event description:
Philips received a complaint from the customer on the v60 indicating that error code 1122 had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse performed troubleshooting with the customer and confirmed error code 1122 in the logs. The rse and customer confirmed that the filter quality and operation of the cooling fan were acceptable. The customer requested on-site service. The investigation is ongoing.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed the reported issue. The fse then determined the blower required a replacement. The fse replaced the blower to resolve the issue. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.